Manufacturer narrative:
Stryker performed a clinical review of the reported event and determined that the device use did not contribute to the patient's outcome as the patient achieved rosc in the field and was transported to the hospital where they expired days later. Stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that they were using their device on a patient in cardiac arrest and the device would not recognize the connected defibrillation electrodes. As a result, defibrillation therapy may have been delayed or unavailable, if needed. The patient involved in the reported event is deceased.

Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that they were using their device on a patient in cardiac arrest and the device would not recognize the connected defibrillation electrodes. As a result, defibrillation therapy may have been delayed or unavailable, if needed. The patient involved in the reported event is deceased.